Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support attempted multiple follow ups with the customer for additional information but no response was received.